Manufacturer narrative:
Continuation of medical device: 694758 lead implanted (B)(6) 2010.

Event description:
It was reported that that there was atrial p-wave under-sensing on the right atrial (ra) lead. Follow up with the patient's clinic indicated that no intervention was planned at this time. The ra lead remains in use. No patient complications have been reported as a result of this event.